Event description:
It was reported that the patient passed away due to hypertensive and atherosclerotic cardiovascular disease. The contributing factors to the cause of death was pulmonary emphysema and bronchogenic carcinoma. There is no allegation from a healthcare professional that the death was device related.

Manufacturer narrative:
Analysis was normal. No anomalies were found.